Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year old female patient underwent primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was suffered right breast pain and bilateral breast implant inferior and lateral displacements. Mammogram and MRI confirmed a right breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9664058 sn: (B)(4) and (left) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9664058 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2022-03368.